Manufacturer narrative:
The device was received and evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review was completed and verified events of door jammed!. Visual inspection found a loose upper link screw which can result door not fully latched alarms. The reported issue was reproduced after loading a set and closing the door. The device was determined to be out of specifications related to the reported event. The link screws were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarms door not latched. There was no known patient involvement, injury or medical intervention associated with this event. No additional information is available.